Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated they found corrosion on the ultrasonic transducer, which was most likely due to a stress problem. There was no patient involvement.